Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 119 mg/dl. He retested using another meter and received a reading of 66 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.